Manufacturer narrative:
(B) (4). The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the cuff developed a tear in the cuff. The customer reported this was discovered during patient use, resulting in extubation and reintubation of a replacement tube. The tube was replaced without incident.